Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form at the proximal side of the blade upon second inflation at approximately 6 to 7 atm for 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).